Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a patient underwent transcatheter valve-in-valve replacement to treat her bioprosthetic mitral valve due to mitral stenosis which was implanted five years, four months ago. An edwards transcatheter valve was implanted in the mitral position.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated: describe event or problem and other relevant history.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately five (5) years, four (4) months due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. The valve was deployed and post implant transesophageal echo revealed an excellent result with trivial perivalvular leak. There was a mean gradient of 3mmhg. The patient tolerated the procedure well and was transferred to the ICU for further monitoring. Post-procedure echocardiogram showed an ejection fraction of 25-30% with a normally functioning valve. The patient was discharged home on pod #2 in stable condition.